Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that less than a month after implant the implantable cardioverter defibrillator (ICD) system was explanted due to infection. The system is not expected to be replaced in the future. No further patient complications have been reported as a result of this event.